Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region consistent with friction to device can. Electrical testing found no conductor fractures or internal shorts.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the right atrial (ra) lead was oversensing noise resulting in pacing inhibition. The ra lead was explanted and replaced. The patient was in stable condition.